Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient scs system implantable pulse generator would not communicate with external devices. The patient stated they had not charged the device in over a year. Surgical intervention was taken and the generator was replaced without complication. Effective stimulation therapy was restored postoperatively.

Manufacturer narrative:
Section d correction: the unique device identifier (UDI) was inadvertently omitted during initial report submitted and has been added to this final report.